Event description:
The facility reported that the pump possibly overinfused. The pump was set to deliver 1000 ml of saline with kci over 8 hours. The pump was reported to complete the infusion over 1 and 1/4 hours. No patient injury has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis or status, medical intervention, rate of the infusion, or the set up of the infusion device.